Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged and had low r waves one day post implant. The lead was repositioned and remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.